Event description:
It was reported that for the past six months this left ventricular (lv) lead had high out of range pacing impedances greater than 2000 ohms in all configurations. There were also observations of high thresholds, however capture was confirmed at 2.5 v @ 1ms. The field representative planned to let the physician know that there was a lead issue. The system remains in-service, and no adverse patient effects were reported.